Event description:
From user medwatch report. "Pt had ivc filter placed in the infrarenal ivc. Pt started complaining of back pain so a CT scan was performed. The CT demonstated apparent ivc filter migration inferiorly with legs extending outside the cava, consistent with vessel penetration. Approx two weeks after implantation, the filter was snared and removed successfully. After filter removal, the inferior vena cava appears normal with no evidence of vena cava damage. A filter from another MFR was placed back into the ivc. No other device identifiers are available. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." Add'l info received: it was reported that the filter strut was 13mm outside the cava wall. No extravasation noted. A tulip vena cava filter was placed in the pt, after removing the g2 filter. The dr reported that 8 days after the tulip filter was implanted, the pt returned with back pain and the filter had severely tilted and had to be removed.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter was not returned for eval. It is unk if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk. The info for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limted to: 1. Migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. 2. Perforation or other acute or chronic damage to the ivc wall.